Event description:
It was reported that during a follow up in clinic, the device was found with battery voltage at elective replacement indicator (eri) level. The physician suspected longevity overestimation occurred at the previous follow up in clinic. The device was explanted and replaced due to normal eri. No intervention was required. The patient was in stable condition.

Manufacturer narrative:
The reported event of overestimation was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.